Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The field service representative reported the turbine differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation could be confirmed but unable to be duplicated. All transducers successfully passed calibration testing.